Event description:
On 8/4/95 dr performed surgery at hosp, after the surgery the pt dislocated. The dr then removed a 9026-29(femoral head size 28) and replaced it with a 32-9026-30-35 (femoral head).